Manufacturer narrative:
Manufacturer's analysis indicated that the programmer was to be scrapped due to extensive internal and external contamination. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.